Event description:
A customer reported experiencing a cartridge alarm 30, but confirmed that their blood glucose level did not exceed 500 mg/dl as a result of the issue. While there was no adverse impact on the customer¿s blood glucose level, the technical support team decided to replace the pump to address the problem, despite it being under warranty until february 28, 2024. The customer was informed about their backup therapy option involving a backup insulin pump and was advised they would receive a pump with updated software. They understood the instructions provided, including those for storing and returning the faulty pump, and acknowledged details regarding the receiving and setup process for the replacement pump, which was shipped without requiring a delivery signature.